Event description:
It was reported that "(B)(6) found stiffening stylet still in situ. Nurse removed stylet and placed connection hub. Aspirated and flushed line. PICC was deemed patent for use. Head of paediatric unit notified of placement error. Corrective educational training for doctors has been put in place."

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.